Event description:
It was reported that during reprocessing a cable was broken on the mega needle driver instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the cable was broken. One grip close cable was broken at the distal idlers pulley. The idler pulley spun freely but had damage on the edge and surface. The broken cable segment stuck out at the instruments wrist. Other cables at the wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.